Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding a clave neutral connector where they reported leakage with the connector which was connected to a syringe. They listed five possible lots that could have been affected but are not sure of the particular lot. Only one (1) device was reported to be affected. The complaint stated that the leak was noted at the start of aspiration, and it was confirmed that the substance leaking from the product was blood. Normal saline was used as the solution. A crack was observed. There was patient involvement, but no one was harmed. There was no unprotected drug exposure to the patient or healthcare providers. The product was replaced, and therapy resumed without further issues.

Manufacturer narrative:
The complaint investigation was modified and approved on 26nov2025 as follows: the reported complaint of a leak could be confirmed. The photo received showed a blood leak in the microclave. The microclave was measured and was found to be iso compliant. Upon receiving, it was observed to have a torn seal. The probable cause of the torn seal and leak is from the use of an incompatible mating device. While the returned syringe was compatible, it is unknown if another mating device was used that was incompatible. The dfu states: needle free connectors are compatible with iso male luers having an internal diameter between 0.062" (1.58 mm) and 0.110" (2.8 mm). The possible lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in e4 - initial report sent to FDA , h6 component code, h6 investigation findings and h6 investigation conclusions.

Manufacturer narrative:
Investigation summary received one (1) used list# 011-c3300, microclave® connector; lot# unknown --> one (1) used list# unknown,10ml syringe; lot# unknown. The microclave was disconnected from the syringe and found to have a torn seal. The reported complaint of a leak could be confirmed. The photo received showed a blood leak in the microclave. Upon receiving it was observed to have a torn seal. The probable cause of the torn seal and leak is from the use of an incompatible mating device. The dfu states: needlefree connectors are compatible with iso male luers having an internal diameter between 0.062" (1.58 mm) and 0.110" (2.8 mm). The possible lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.